Event description:
Information received regarding the explanted device notes that while the patient was in the recovery room, interrogation revealed that the pacer was not functioning properly. The patient was returned to the operating room for what was thought to be a problem with the lead due to a hiatal hernia. When it was revealed that the lead was functioning normally, the pacer was replaced and normal function was observed.~~~~~